Manufacturer narrative:
Received additional information from the customer's territory manager. Reportedly, customer's health care professional determined the reported low blood glucose (bg) level was not due to the pump or supplies. Reported low bg levels were due to "another outside factor". The customer has reverted back to the pump for insulin therapy, and no further issues have occurred.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (48 mg/dl). Reportedly, the contact believes the pump is over delivering and doubling bolus amounts. Tandem technical support reviewed the pump history, and the reported issue was not confirmed. The customer addressed low bg levels with carbohydrates and a temporary basal rate. Reportedly, the customer reverted to manual injections for insulin therapy.